Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that upon interrogation the message "data not read" was displayed. Re-programming and re-interrogating was not successful. The pulse generator was explanted and replaced.